Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead did not deliver pacing when required and exhibited loss of capture (loc). Subsequently, it was confirmed through chest x-ray that it was dislodged as there were no slack on the lead. This patient underwent a revision procedure where this lead was repositioned. This lv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received that the patient had onset of fatigue and presyncope for a week prior to the lead revision. This lv lead also exhibited decreased in sensing, impedance and ability to capture due to lead dislodgement which was confirmed through x-ray. No additional adverse patient effects were reported. This lv lead remains in service.